Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the customer experienced high bg and high ketones and went to ER, where customer was subsequently hospitalized and admitted to ICU. The highest blood glucose and ketone level related to incident was not known. Customer received IV saline and insulin treatment, which resolved issue, and there was no permanent damage identified; customer remained hospitalized at time of report, and caller declined further follow-up, supplies check, or additional assistance.